Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-07357. It was reported that the patient developed an infection and pocket erosion. Vegetation was noted on the right ventricular lead. The pacemaker and rv lead were explanted. Patient was stable post procedure.